Manufacturer narrative:
(B)(4) the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported increased threshold was observed on the ventricular channel. Fluoroscopy displayed the lead had dislodged. Lead repositioning was not possible as the helix could not be retracted. The lead was explanted and replaced. No adverse consequences were detected.